Manufacturer narrative:
This report is for an unknown lift cage/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, revision surgery was performed. The implant has lost its expanded height. The patient was in pain due to a possible implant issue. The collapsed implant was not removed, another interbody device was placed adjacent to the collapsed device at l5-s1. The only hardware removed were set screws and rods. The construct was then extended to l3. The rods and screws had to be removed to extend the construct and new rods and set screws were placed when screws were added above the original procedure. The original surgery was an l4-s1 fusion/tlif. The revision surgery was l3-s1. The procedure outcome is unknown. Concomitant device reported: unknown setscrews (part# unknown, lot# unknown, quantity unknown ). Unknown rods (part# unknown, lot# unknown, quantity unknown ). Unknown screws (part# unknown, lot# unknown, quantity unknown ). This report is for one (1) unknown concorde lift cage. This is report 1 of 1 for (B)(4).